Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump alarmed compromised force sensor system while she was changing out her set. Customer does not know her blood glucose level. Troubleshooting was performed, customer stated the device was not dropped or bumped prior to the alarm occurring. The drive support cap appeared normal. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.